Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 which was treated with bolus via pump. The patient reported that air bubble anomaly led to high blood glucose but the size of air bubbles were in the range so there is no malfunction based on complaint information. No further information available.